Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer was moving the unit when they unplugged the unit it went dead. The user stated the power manager status indicator was yellow. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) had already replaced these batteries per a notice of field correction. The fsr recommended to the customer that the system be plugged in and left running overnight. The fsr found the power manager status indicator was green and battery level reads 18.0. He downloaded logs to send back to MFR for further eval. The suspect unit ran on battery power with all pumps running and checked charging was back to 18.0 ah. There was no indication of any problem with batteries or power manager and the system was operating within mfrs specs. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.